Manufacturer narrative:
Continued: h6- f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported capsular contracture - baker grade iii. CT has been performed. Device has been explanted and replaced. This relates to the left side.